Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e 10.8mg plus blood collection tubes had no label or missing label information or illegible (all packaging levels). This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the "label on tube missing or falling off on the edta tubes¿.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2e 10.8mg plus blood collection tubes had no label or missing label information or illegible (all packaging levels). This event occurred 3 times. The following information was provided by the initial reporter: the customer stated the "label on tube missing or falling off on the edta tubes¿.